Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary ==> neuchatel team received for evaluation one product of gynecare obturator product code 810081l and lot number 3939679. An investigation was performed on received product and on the batch record file. The product was decontaminated and well packaged. The received device was manipulated, and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event but cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: please provide the name of the initial surgical procedure? Placement of a mid-urethral sling (tvt type). The diagnosis and indication for the initial surgical procedure? Tvt placed on (B)(6) 2022 as part of disc herniation surgery. Were any concomitant procedures performed? No information available. Other relevant medical history/concomitant medications? Operated disc hernias (requiring the initial surgery). Persistent back pain impacting the ability to perform self-catheterization. What symptoms did the patient experience after the initial surgical procedure? Onset date? Difficulty performing self-catheterization due to back pain. Unknown onset date. Please describe any medical intervention necessary to treat the bsu, including the name of the medication and the results. Attempted management through self-catheterization, but difficult due to back pain. Alternatively, the decision was made to section (remove) the sling to address urinary issues. Please describe any medical intervention given for pain management, including the name of the medication and the results. No information available. Please clarify what you mean by "ablation": during reoperation, was the implanted device adjusted, cut, or removed? Ablation of the tvt sling via the vaginal route: this was a removal of the implant. Please provide the surgical findings of the reoperation performed. No information available. What is the physician's opinion regarding the etiology or contributing factors to this event? The inability to perform self-catheterization due to back pain seems to be the major contributing factor leading to the decision to remove the sling. What is the current status of the patient? No information available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that as part of a herniated disc surgery on (B)(6) 2022, mesh was placed. The patient faced with difficulties in carrying out self-catheterizations (back pain), which are the least invasive and most effective solution, an alternative is proposed: strip section (risk of incontinence). The patient accepts the terms and complications of the procedure. On (B)(6) 2025, the patient underwent ablation of a tvt-type strip vaginally. Additional information was requested.